Event description:
There were increased pump beeps of air in line. The only air bubbles noted were just micro-bubbles which are clinged to the tubing lining and rn can not remove. All trouble shooting measures exhausted and tapping the tubing doesn't work.